Event description:
Related to MFR reference: 2030404-2013-00018, 3005188751-2013-00046. During a cardiac ablation procedure using a therapy cool path duo ablation catheter, a cardiac tamponade occurred. The physician accessed the left atrium through a patent foramen ovale (pfo) and proceeded to collect geometry using the cool path catheter and the ensite velocity system. A non-sjm catheter was placed in the coronary sinus for mapping purposes. At the conclusion of the ablation procedure, the patient became hypotensive. Ultrasound confirmed a cardiac tamponade and protamine was administered to reverse anticoagulation. The physician performed a pericardiocentesis, which stabilized the patient. The physician did not allege any performance issues with the cool path duo catheter but was uncertain as to the cause of the perforation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.